Event description:
Same case as MFR report #: 2134265-2011-03785. (B)(4). It was reported that during a coronary artery stenting treatment procedure a vessel dissection occurred. The patient presented due to a q-wave st elevation myocardial infarction and was referred for cardiac catheterization. The index procedure treated a 2.25x14mm, 100% stenosed lesion of the 1st diagonal. A choice pt guide wire was advanced across the lesion and a 2.25x15mm apex balloon was inflated resulting in a vessel dissection. Treatment consisted of placement of a 2.25x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. A dual wire technique was then used to preserve the lad (left anterior descending) and the 2nd diagonal access. There was recoil in the mid lad. A 3.0x23mm promus stent was then deployed in the mid lad and post dilated resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).